Event description:
It was reported that the device broke while drilling into the tibia during surgery. The surgical technique was utilized. There was no surgical delay and no foreign bodies were retained. There were no consequences or impact to the patient. All available information has been provided.

Manufacturer narrative:
(B)(4). H6: mechanical (g04) - drill. Attempts have been made to gather all product identification information and no further information has been provided. The event cannot be confirmed. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.